Event description:
It was reported the video system center had no image. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The device was not returned to olympus for physical evaluation. As the imh-20 hub was verified, to have been turned off. Based on the results of the investigation, it likely occurred, due to that power of imh-20 was not turned on. And resulted in no signal to the monitor. Olympus will continue to monitor field performance for this device.